Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer reported that right side of pump popped off. Advised to discontinue use of the pump and revert to a back-up plan. Customer will return device for analysis.

Manufacturer narrative:
Unit was received with detached end cap. Unable to perform testing due to detached end cap. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.